Event description:
It was reported that the oxygen concentration deviated from the set value. No patient involvement. However, it was not clearly specified whether the measured value was higher or lower than the target. Additionally, no device logs were provided with the complaint. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: o2 concentration deviated from the set vale possibly due to defective o2 mixer assembly. Hamilton medical inc. Has shipped the replacement o2 mixer assembly to the device user. However, it was not confirmed if the replacement has been completed and issue resolved. No additional information was provided despite repeated reminders. Therefore, this complaint is being closed due to limited/insufficient information. If further information is received that changes this assessment, a follow-up report will be submitted.